Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. During investigation, it was found that the display did exhibit white spots on the lcd segment. Further investigation will be performed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that the contour next one meter had white spots on the display screen. During in-house investigation, it was determined that the strings of white spots were over the blood glucose readings. There was no allegation of an adverse event. The customer was advised to return the meter the evaluation. A replacement meter kit was sent to the customer.